Manufacturer narrative:
The insulin pump passed the reset error test with no error alarm. No damage was noted on the interface circuit board. The insulin pump was received with cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed unexpected restart. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.